Event description:
It was reported that pump quick bolus and wake button did not function as expected, with pump screen failing to turn on unless button was pressed very firmly or multiple times. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.